Event description:
Customer did not provide the specific nature of the complaint. There was no pt injury reported. Eval for the returned product shows that the unit powered on. There is no alarm tone when the pressure is taken off the sensor pad.

Manufacturer narrative:
(B) (4). Customer did not specify the nature of the complaint. Eval, results - eval for the returned product shows that when tested the alarm, unit powered on. There's no alarm tone when pressure is taken off the sensor pad. The red and black wires are pinched. The fail safe function did not work. The battery door is missing. There is no damage to the alarm case.